Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient developed a hematoma and experienced discomfort near the incision area. The patient is being monitored. No further information is available.